Event description:
The stent got stuck in guide (6f) and came off the balloon. The product was no clinically used, there was no pt injury. No additional information was available.

Manufacturer narrative:
The product is available for analysis.